Event description:
It was reported that the roller isn¿t cutting the skin when they are using it. During follow up, it was found that the middle two thirds of the mesher was not cutting fully through the skin, only the upper layer (epiderma), but the both lateral two thirds they were cutting well through the skin. The event happened during surgery. No harm and no additional unplanned skin graft required to complete the procedure. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
(B)(4). Report source - foreign: UK. The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the sample mesh passed, but the comb was damaged and cutter damaged and comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.